Event description:
The surgeon reported excessive vacuum during a phacoemulsification procedure which resulted in a capsular tear and unplanned vitrectomy. A posterior capsule iol was implanted in the sulcus. The patient was placed on additional medication (nsaid, steroids, & antibiotics). The patient's outcome is undetermined.

Manufacturer narrative:
The equipment was evaluated at the customer's location by an amo field service engineer. The vacuum calibration was noted to be out of specification. The field service engineer replaced and calibrated the vacuum transducer and subsystem controller board. The equipment is continuing to be operated at the account.